Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(4).

Event description:
Patient reported right side rupture, "bumps and inflammation". Device has been explanted.

Event description:
Patient reported right side rupture, "bumps and inflammation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(4).

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, wear abrasion, deformation, and crease fold. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported right side rupture, "bumps and inflammation". Device has been explanted.